Manufacturer narrative:
Concomitant products: 5076-58 lead implanted (B)(6) 2010; if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing on stored episodes was noted on the right atrial (ra) lead.  The lead was reprogrammed and remains in use.  No patient complications have been reported as a result of this event.